Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt started to complain to his wife about having left sided weakness. The pt refused to be transported to the hosp and came into the clinic. He was noted to have left sided weakness and a slight facial droop. A computed tomography (CT) scan was completed and revealed a small clot on the right side of the middle cerebral artery (mca). The pt's international normalized ratio (inr) was within normal limits.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.